Event description:
It was reported that the tandem mobi pump shut down unexpectedly, and the leds were not blinking, which led to a low power alarm 33 and required the pump to be placed on a charging pad to turn back on. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. In response, tandem technical support arranged to replace the pump, provided instructions for putting the pump into storage mode, and ensured the customer would return the defective pump. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery.